Event description:
It was reported to boston scientific corporation that during a hydro thermal ablation procedure, the physician was unable to get a seal with the device. It was reported that during the procedure, two tenaculum stabilizers and a double tooth tool were in use, but the system generated a fluid loss alarm (rate is unknown). The physician then performed a purse string suture and the system still generated a fluid loss alarm. It was reported that the patient did not require any dilatation since she had "an extra large cervix". She was already dilated to 12 fr. The physician could not maintain a good cervical seal due to the patient's large cavity. The procedure was aborted and a competitor's device (novasure) was use, but that device did not work either. There were no patient complications and the patient is reported to be "fine".

Manufacturer narrative:
A DHR review did not yield any manufacturing related issues which would contribute to this event. A review of the trending, history and the event description did not provide enough information to formulate a definitive root cause. The complaint device was not returned for evaluation, therefore a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Based on the event description, it is important to ensure a good cervical seal when performing hydro thermal ablation (hta) procedures. The hta user's manual provides warnings and guidance regarding the importance of the cervical seal and the potential for thermal injuries if the cervical seal is not observed and maintained for the duration of the procedure. Device unavailable for evaluation.